Event description:
On 2024-09-11, information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that for the past two to three weeks, they have been having difficulty connecting to their pump to deliver a bolus. The patient stated that it will take "3 tries" to get it to finally go through. The patient had a hard time articulating exactly what the issue was or what screen they were seeing. The agent described the poor communication message several times and did not sound like the issue they were having. The agent walked patient through removing and reinserting the batteries; confirmed they use antenna. The patient then connected to the pump with no issues and attempted to deliver a bolus and saw lockout of 1 hr 22 min (as they expected, they delivered a bolus ~40 min ago). The agent walked the patient through checking therapy details/lockouts: 10x/day, 1x/120 m, 1x/2 hrs. The agent reviewed with the patient everything appears to be working as intended, communication was successful and instructed to monitor the issue and call back if it persists. They will take a picture the next time it happens to better capture what the issue was. Additional information received on 2024-09-12 from a consumer stated that they have not been able to get a bolus today. They were getting either poor communication screen or bolus denied with time screen. The patient also stated the device has been dropped "many" times and poor communication while using antenna and no antenna. The patient also confirmed they were using appropriate batteries. The patient mentioned needing all of their bolus's to control their pain and has fentanyl in their pump. An email was sent to repair department to replace device. Additional information received on 2024-12-17 from the patient indicated that they had to keep trying "over and over to get a bolus to release". This had been going on for a week and a half. During troubleshooting, it was discovered that the patient's personal therapy manager (ptm) was showing an alert. The patient used the ptm to confirm code 8428 occurred, indicating that end of service (eos) occurred. The patient met with a manufacturer representative (rep) on (B)(6) 2024 at the doctor's office, who said that they had 3 months to decide if they wanted to keep using the pump therapy. Per the patient, the pump had never really worked well enough for them it had been "a horrible 7 years". The patient's pump was filled with fentanyl and it was just refilled. The patient was redirected to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the pump was "discarded, but still within the patient's body". When asked when the elective replacement indicator (eri) occurred, the hcp stated "yes, she was told that the pain pump had three months of life left". When asked if end of service (eos) occurred less than 90 days after eri, the hcp stated that it occurred 2 days after. Eos occurred on (B)(6) 2024. The cause of eos occurring prematurely was unknown. No actions/interventions were taken to resolve the eos message; they went back to oral opiates. When asked if the cause of therapy never working for the patient was determined, the hcp stated that it worked and the patient wanted to switch to oral opioids. To resolve the therapy never working for the patient, the patient took opioids by mouth. Pump logs were requested but not given.